Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted and upon review noted the shock was due to non-physiological noise artifact while programmed in primary vector. Observed noise appears to be related to the combination of signal signatures consistent with changes in the impedance pathway of the primary sensing vector. Ts discussed possible causes and troubleshooting steps including x-rays. X-rays were preformed and no issues with connection were noted. Movements did not elicit the noise. Reprogramming to secondary sensing vector occurred as suggested by ts and the patient will be monitored via the remote home monitoring system. The s-ICD and electrode remain in service and no adverse patient effects were reported.